Event description:
A customer reported an issue where the cartridge was not fully snapping into the pump. It was determined there was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect various components of the pump, including removing an o-ring found on the pneumatic tap. The customer was guided to attempt reloading the cartridge but declined to do so while on the call, ultimately resolving the issue independently.